Event description:
The pt had the device implanted (B)(6) 2009, and had developed a recurrent hernia. The surgeon had indicated that the hernia recurrence is not related to strattice in any way. Upon operation for the recurrent hernia on (B)(6) 2011, the strattice was found to be adherent to the bowel with minimal incorporation. The tissue matrix had also torn away from the pt's tissue in the lower right quadrant. This complaint was evaluated as not related to the device, as adhesion formation is a known post-operative surgical complication independent of use of a mesh. Lifecell is now reporting for non-incorporation past a time when incorporation would be expected. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of info reported to lifecell. Review of device history records. Query of lifecell complaint management database for other complaints reported against this lot. Review of the device history records resulted in no remarkable findings; at the time of initial investigation, no other similar complaints had been reported to lifecell against lot s10534, and out of the (B)(4) devices processed for lot s10534, (B)(4) devices were distributed with (B)(4) devices reported as having been implanted. Event was evaluated as unrelated to the device, as adhesion info is a known post-operative surgical complication independent of use of a mesh. Lifecell is now reporting for non-incorporation past a time when incorporation would be expected.